Event description:
It was reported that the customer was taken by ambulance to the hospital with diabetes ketoacidosis. The blood glucose was over 1000 mg/dl. It was reported that the customer felt sick and was throwing up prior to being hospitalized. The blood glucose was not treated. The nurse stated that the customer has been admitted 12 times since last year. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.